Manufacturer narrative:
Oil mist, - capital equipment , unit evaluated at the facility. The fse replaced oil filter and "buttery fly" seal. He ran an empty load and the unit met specifications.

Event description:
The customer reported haze coming from their unit. The customer stated that they had already changed the oil mist value, but that they are still seeing a haze. The customer stated that there were no physical complaints reported. The asp field service engineer (fse) went to the facility to repair the unit.